Event description:
A nurse reported that a system message displayed during surgery. Despite multiple attempts by the staff to troubleshoot, the message would not clear. A second system was used to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep reseated the supervisor communication cables. The system was then tested and met product specs. No samples were returned for eval and no add'l info received related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of the systems event log provided was able to confirm the reported system messages. A review of complains for the last 24 months did not indicate any add'l similar reports for this system. Although the reported events were confirmed by reviewing the event log, the root cause could not be determined without a returned sample to evaluate. (B)(4).